Event description:
It was reported that the collimator linear plates would not hold in there aligned position, they close by themselves. This issue could cause the system to become unusable due to the inability to view the live image. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The collimator was replaced during the service call. The system was tested and found to be working as intended and put back into service.